Event description:
It was reported that during the implant attempt, the stylet was stuck in the right ventricular (rv) lead. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix disengaged from helical channel. It was also noted that, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, and there was blood in/on the helix/lobe mechanism and sleeve head.